Event description:
It was reported that pericardial effusion occurred. It was reported that versacross connect laac access solution was selected for left atrial appendage (laa) closure procedure which was being performed. At the beginning of the procedure, during transesophageal echocardiography (tee) imaging, it was noted that the patient had a prominent eustachian ridge extending to the fossa, creating a very small window for transseptal puncture. The superior aspect extending down to the foramen ovale (fo) was very large and lipomatous. There was a small baseline effusion prior to the case, measuring approximately 2 mm. Location of the pericardial effusion around right ventricle (rv) and left ventricle (lv). The implanting physician advanced the versacross wire to the superior vena cava (svc), then advanced the watchman (was) sheath with the versacross dilator to the svc and dropped down multiple times in an attempt to enter the small window for crossing at the fo. When the physician dropped down, the was sheath and dilator were pushed down and away from the fo. When the physician attempted to re-advance the system, the versacross wire was verbally called out as being in the right atrial appendage (raa), and the physician redirected the wire back to the svc. The physician then removed the was sheath and dilator for reshaping, placed a larger bend on the dilator, and re-advanced the system. Contact with the fo was achieved, and the physician was able to cross the small window of thin tissue in a mid/mid position. Prior to activating radiofrequency (rf) energy to cross the septum, the patient heart rhythm changed from sinus rhythm at approximately 70 bpm to atrial fibrillation at 100-110 bpm, and the blood pressure dropped from 105/68 mmhg to 70 mmhg systolic. The drop in blood pressure was attributed to the patient being in atrial fibrillation. The bp was significantly lower but once the patient converted from afib back to sr the heart rate was normal around 90. The known effusion was imaged repeatedly during the procedure, and the imaging physician stated that it remained unchanged. The closure device was prepared and implanted with one deployment, meeting position, anchor, size, and seal (pass) criteria. Discussion took place regarding cardioversion to determine whether it would improve the patient's blood pressure; however, the patient spontaneously converted back to sinus rhythm. Once back in sinus rhythm, the effusion appeared visually larger and was measured at 5mm. The patient's blood pressure did not improve in sinus rhythm, and anesthesia provided support with small amounts of vasopressors. A transthoracic echocardiography (tte) was performed and demonstrated an effusion measuring 1cm. Pericardiocentesis was performed, and 80 ml of dull red blood was drained. The drain was left in place overnight. The patient's blood pressure was low at the end of the procedure while they were watching the effusion. After 20 min or so of observing, the size of effusion had not changed, was deemed too small to drain, the patient's blood pressure was lower than at the start of the case but not changing. Patient was transferred to recovery, approximately 40 min later, the patient had a significant drop in blood pressure, increase in heart rate, decrease in oxygen level, physician made the decision to drain effusion. The first attempt at rf did not cross the septum, sheath and dilator were removed to shape a larger curve. The imager seemed to have difficulty showing a clear tent in both bicaval and short axis. Implanting physician was stated it did not think the effusion was related to the transeptal. The patient was hospitalized beyond standard care. The patient was discharged on (B)(6) 2026 and is expected to fully recover.

Manufacturer narrative:
A separated report for versacross dilator is being submitted.